Event description:
A pt reported experiencing inaccurate high results with a otb meter. The pt's blood glucose results were 22mg/dl (meter), 101mg/dl (lab) tests were done within 30 mins with a difference of 137mg/dl. Pt did not experience any adverse events. No further info has been reported.